Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not detected on bus and unable to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie failed, and it was not detected on the bus. The field service engineer (fse) had removed the rear cover to check the red communication lights for the sensor and the retractor band, confirming that both had been lit. The fse had observed status changes for both sensors when opening and closing the drawer in the hardware test application (hta). However, no data had been listed for any of the pockets, as previously described by the customer. The retractor band had appeared to be in good condition, and upon inspection, the inseparable magnet had been identified as the modern revised version. After replacing the necessary components, the fse configured the drawer without any issues and tested its functionality, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.